Event description:
Procedure type: sigmoidectomy. According to the reporter: the physician reported that when the device was removed as recommended by the manufacturer, the warhead did not bend, causing fistula in the anastomosis. There was injury reported. There was temporary damage. There was no permanent damage. The event prolonged the hospital stay. It was necessary to perform manual suture and antibioticotherapy.

Manufacturer narrative:
(B)(4).